Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to the usb connector being defective. Pictures were taken. Receiver charge and boot tests were performed and failed as the usb connector does not communicate with the pc. Functional tests were not performed due to the usb connector not communicating with the pc. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the usb connector not communicating with the pc. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.